Manufacturer narrative:
The customer stated that there was a problem previously with their water system. The customer also confirmed that the mean result was in range for qc level 1. The field service engineer (fse) checked the top end of the analyzer including the internal rinse dispense for the probes, the external rinse washing of probes, dispense and aspiration from cell rinse nozzles, water pressure and gear pump water pressure. He performed a hardware check by chemistry performance to verify the performance of the analyzer using qc material. The results were within specifications. The investigation is ongoing.

Event description:
The initial reporter received questionable results from over 700 patient samples for all their assays tested on the cobas 8000 cobas c 701 module. The reporter stated that the results from the module were reported as higher than normal. The physicians questioned the results which prompted the rerun of the patient samples. The reporter was able to provide one example of a questionable crep2 (creatinine plus ver.2) result. The initial result was reported outside of the laboratory. The patient sample was rerun on another c701. The initial result from the module was 2.9 mg/dl. The repeat result from the other module was 0.77 mg/dl. The repeat result was deemed correct.  The reagent lot number is 66859601. The expiration date is 31-jul-2023.

Manufacturer narrative:
The calibration performed on 28-jan-2023 was within specifications. The customer's qc recovery was provided, but the customer's target means and ranges were not provided. The qc appears to be acceptable on the morning on (B)(6) 2023 prior to the event and was unacceptable on the evening of the event based on the appearance of the status messages in the provided charts. The alarm trace contained "incubation, photometer lamp > 3.3 abs, cell skip (3.3 abs)", "cell skip (0.1 abs), and cell skip adc overflow/underflow" alarms, as well as "water reservoir levels too low" alarms on a different module. These alarms can be caused by a possible lack of water supplied to the instrument. It also contained "abnormal aspiration (sample probe a/b)" and "abnormal aspiration (sample probe)" errors. These are indicators of possible poor sample quality. The customer stated that the water in the black water tank was running low. The customer found there was a water supply issue with their water system, but there was no alarm issued from the water system. The module was powered off, set their water system to bypass, and powered back on. At this point, they saw high results for creatinine. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The cause of the event could not be determined.